Manufacturer narrative:
Evaluation summary: quality assurance revealed that the guide wire was returned without blood or contrast visible. There was a kink in the tip 5.6 cm proximal to the tipball. The tip was in a hook shape. There were sporadic offset and overlapped coils for a length of 3.4 cm proximal to the tipball. There was no other damage noted to the guide wire. Quality engineering reviewed the incident info and analysis of the returned device. The guide wire showed evidence of having been moved against resistance. This was seen as damaged coils and kinks and bends. This is consistent with what would be expected during a perforation where excess force would need to be applied to the guide wire. There was no mfg related quality issue found in the analysis that would be expected to have helped initiate the dissection. A mfg related quality issue was not detected. The reported incident circumstances will be trended. The lot history record was reviewed and there were no non-conformities associated with this product lot. This MDR is considered closed by the quality assurance department.

Event description:
Reporting status: serious injury / medical intervention, reporting rationale: dissection requiring medical intervention, device issue: none. It was reported that the guide wire was advanced and moved several times, and a dissection occurred. The dissection was treated with a stent. No add'l event or patient info is available.